Event description:
The user facility reported that during extracorporeal circulation (ecc), optimal clinical values could not be obtained. No impact or consequence to patient. Patient noted to be doing well. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: (indication that this is a follow-up report). (Date received by manufacturer). (Follow-up report is due to additional information). (Identification of evaluation codes (B)(4)) the fiber winding of the device was confirmed to be within specifications. Conclusion not yet available - evaluation in progress. Device not returned. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. Device not yet returned to manufacturer.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A review of the device history record confirmed no indication of production related anomalies. A review of the complaint file confirmed no other report of the involved lot number/product code combination. Terumo will be submitting a follow-up report when the investigation is completed and more information becomes available, thus referenced code 11. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
(B)(4). The fiber winding of the reserve sample was confirmed to be within specifications. Device not returned. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
The actual sample was returned to the manufacturing facility for inspection and testing. Visual inspection confirmed there were no anomalies or breaks in the appearance of the device that would relate to a gas leak or insufficient gas transfer performance. The oxygenator module was filled with bovine blood and the gas transfer system was performance tested in accordance with the factory's shipping inspection protocol. No anomalies were revealed, confirming the device met product specifications. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based upon the available information, the evaluation results suggest that the o2 supply was unable to catch up with the o2 volume consumed by the patient, and with v/q not being 1, the o2 volume was not sufficient. Device labeling does address the potential for such an event in the instructions-for-use with statements such as, "start gas supply with v/q=1 and fio2=100%, then make adjustment based on blood gas measurements." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up #3 for mfg. Report # 9681834-2014-00017 to provide additional information regarding the evaluation of the returned sample.